Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the power switch. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified burnt wire on the power switch. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a burned wire was found in the power supply of a fresenius 2008t hemodialysis (hd) machine between the power control board and the power switch. The biomed stated that the machine was removed from service for repair and preventative maintenance after it alarmed during a patient's treatment with 12v and 24v errors. The patient did not experience an adverse event or injury as a result of the reported issue. The patient was able to complete treatment on the machine after it was rebooted. The biomed stated the machine has approximately 17,554 hours. The biomed stated that a fresenius field service technician (fst) was called onsite to evaluate the machine. Additional information was requested, however a response was not received. The fst¿s service confirmation indicates that the power rocker switch containing the burnt wire was replaced to resolve the reported issue. The biomed confirmed that the unit was returned to service at the user facility without issue and without reoccurrence of the event. No parts were available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a burned wire was found in the power supply of a fresenius 2008t hemodialysis (hd) machine between the power control board and the power switch. The biomed stated that the machine was removed from service for repair and preventative maintenance after it alarmed during a patient's treatment with 12v and 24v errors. The patient did not experience an adverse event or injury as a result of the reported issue. The patient was able to complete treatment on the machine after it was rebooted. The biomed stated the machine has approximately 17,554 hours. The biomed stated that a fresenius field service technician (fst) was called onsite to evaluate the machine. Additional information was requested, however a response was not received. The fst¿s service confirmation indicates that the power rocker switch containing the burnt wire was replaced to resolve the reported issue. The biomed confirmed that the unit was returned to service at the user facility without issue and without reoccurrence of the event. No parts were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned to the manufacturer for physical evaluation. The sample consisted of the reported wire. The rocker switch was not returned. An exterior visual inspection of the sample confirmed thermal damage on one end of the connector. The wire was installed onto a power supply of a test machine for testing. The wire was connected from the rocker switch to st2 connector of the power control board. No issues were encountered during initialization (power up) and the rinse, dialysis, and self-test programs were able to function and complete without failure. There was no further damage to the wire during testing. Upon completion of the evaluation, the reported issue was confirmed.